Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the device doesn't work properly and they had to wake up several times to go to the bathroom. The caller reported that they were implant for retention, but it has returned this year. The caller indicated that they had tried all of the programs and nothing worked. They met with a manufacturing representative (rep) at their healthcare provider (hcp) office about 3 weeks ago who provided a custom program. The patient was redirected to their healthcare provider to further address the issue. The caller reported that they tried to contact the hcp's office and was redirected back to the manufacturer. An email was sent to the field staff. The caller reported two infections due to their retention as well as frustration, anxiety, and depression. The caller noted that someone told them they would xray the system to check it. The agent explained that the manufacturer would not do that, it would need to be an hcp to perform the x-ray. The agent had difficulty understanding the caller and believed the caller noted that they were given a replacement handset at some point due to "crashing" after changing programs.